Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the initial submission had incorrect date of implantation. Manufacturer¿s reference number: (B)(4), since the reporter of the complaint unsuccessful to report the date of the implantation correct. Mentor found the date of invoice in mentor device tracking which the date is (B)(6) 2009. Should additional information become available, mentor will report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent breast reconstruction revision with a mentor memorygel 700cc silicone prosthesis experienced late onset of seroma on the left side post procedure. The ultrasound examination taken on (B)(6) 2020 reported fluid in the left prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.